Event description:
Maude event report volun 15-jul-2009: fracture repair for pt who had previous total knee surgery. When drilling the femur, the tip about 1/2 inch in length of the 4.3 mm drill bit broke in the pt's bone.

Manufacturer narrative:
Device will not be returned. No eval will be performed. Add'l info is not available.